Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the right ventricular (rv) lead exhibited variable bipolar and unipolar impedance and the right atrial (ra) lead exhibited undefined bipolar and unipolar impedance qualified as high. During revision it was noted that the implantable pulse generator (ipg) set screws were not tightened adequately and the leads could be pulled out of the ports. The ra and rv leads were put back into the ports and the set screws were tightened. The ipg system remains in use. No patient complications have been reported as a result of this event.